Manufacturer narrative:
(B)(4). The reported complaint of "high baseline alarms" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not replicate the issue. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "high base line alarms on flight when in air. They stated the iabp malfunctioned. Had to have an emergent landing in (B)(6)". At the time of this report, the customer has not been able to provide more information surrounding this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "high base line alarms on flight when in air. They stated the iabp malfunctioned. Had to have an emergent landing in springfield mo at cox". At the time of this report, the customer has not been able to provide more information surrounding this event.